Event description:
Affiliate reported that the doctor said the clear catheter is harder, compared with the former white catheter. He told me his patient had ventricular hemorrhage when he introduced the catheter and appears to have been the cause of the hemorrhage. The surgeon says the clear ventricular catheter is harmful, it is not as flexible as the white catheters.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.